Event description:
It was reported that this implantable cardioverter defibrillator (ICD) suspected of not working. The patient advocate contacted technical services (ts) with questions regarding device management during a planned radiofrequency (rf) ablation procedure. Ts reviewed magnet application and cautery mode and advised that the anesthesia team contact ts for further discussion regarding device management during the procedure. As of this time, the device remains in service. No adverse patient effects were reported.